Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose. Reportedly, the customer was advised to contact their healthcare provide for alternate therapy for diabetes management¿.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.